Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump which over-delivered was not confirmed nor duplicated during product evaluation. Delivery accuracy tests were performed and found the pump to be delivering within specifications. Therefore, no assignable cause could be provided for the reported condition and no repair was necessary. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a flo-gard infusion pump overinfused during delivery. This event occurred in long term acute care. According to the facility, there was no patient injury or medical intervention necessary. No additional information is available.

Event description:
During review of the pump's event history by baxter personnel, a colleague infusion pump experienced failure code 808:07, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.